Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred and the patient died. The patient presented with acute myocardial infarction (mi). The patient was given 60mg prasugril + 300mg aspririn and 25mcg/kg tirofiban IV as loading dosage and 0.15mcg.kg/min tirofiban IV as infusion. Vascular access was obtained via the femoral artery. The 95% stenosed, 28mm in length target lesion was located in the moderately tortuous, mildly calcified, and 2.50mm in diameter mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. Following pre-dilatation with a 2x12 balloon catheter at 12 atmospheres, a 2.50x28mm promus element¿ drug-eluting stent was deployed in the lesion and was post-dilated with a 2.75x12 balloon catheter at 18 atmospheres. The procedure was completed. However, a day post-procedure, the patient reported with stent thrombosis and the patient died.